Event description:
It was reported that during a follow up, the pulse generator exhibited an error message when attempting to perform the autocapture threshold test. No intervention was performed at this time. No patient symptoms were reported.